Event description:
It was reported that the holter data showed different ventricular morphologies for the patient with this right ventricular (rv) lead. Technical services (ts) provided their insights on potential causes and suggested further evaluation of the device system. Ts reviewed the reports and noted that the auto-thresholds were stable but potentially exhibited loss of capture (loc). Ts stated that further testing would be needed to confirm capture. The lead remains in use. No adverse patient effects were reported.